Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the cause was unknown; however customer was still adjusting pump settings and believes this may have contributed to the event. Customer required assistance from partner to treat bg level via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.